Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their device was put in in 2015 then they decided in 2019 that it was not working so they wanted to take it out so they can have mris if they need to. Patient stated they "went in and took it out and I just know that I have wires in there and I cannot have mris". Additional information was received from a healthcare professional (hcp) on 2026-mar-10. The hcp clarified the statement of "device was not working" by indicating "device was not helping with symptom control." When asked the steps taken, the hcp noted "device removed october 2019." It was unknown to the hcp if the issue was resolved.